Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose level was "400 mg/dl to 500 mg/dl" during the week. The patient was "almost unconscious" and she went to the hospital. The blood glucose results at the hospital were not provided. The patient was treated with insulin via perfusor and through the infusion device. The patient was hospitalized from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.